Manufacturer narrative:
(B)(6), an independent institution, conducted the microorganism test for the subject device, but no organisms were detected. Olympus checked the reprocessing procedure of the user facility and found that they used a cleaning brush that was not described in the instruction manual of the subject device. Furthermore, the user facility used a reprocessor from other company that was not recommended. The manufacturing record of the device was reviewed, but no irregularity was found. The exact cause of the reported event could not be conclusively determined at this time since the subject device referenced in this report has not been returned to omsc and no evaluation performed. Based upon the check, there is a possibility that the reprocessing procedure by the user facility was inadequate. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that unspecified microorganism was detected from the biopsy channel of the subject device. There was no patient injury reported.